Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer alleged that the pump leaks insulin. Tandem technical support educated customer that if there is a leak, it is typically from the cartridge and not the pump. Customer maintained allegation that the pump was the cause of the leak and not the cartridges. Subsequently after the cartridge leaked insulin, customer reloaded the same cartridge and realized that the insulin gauge was inaccurate. The customer's blood glucose level was 210 mg/dl. Customer loaded a new cartridge and declined to further troubleshoot with tandem technical support. Customer reverted to manual injections for insulin therapy.